Manufacturer narrative:
Product analysis the device was received with the touhy-borst loosened, the stent was returned separate to the device, there was no distal tip attached to the device and the distal tip was not returned, the distal end of the blue outer was examined and noted to be damaged, the returned stent and device were confirmed as 40mm, the gold inner was advanced and examined, and the distal end of the gold inner was observed to have what appeared like a clean cut, where the distal tip was originally attached, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Limited information reported that the distal part (olive tip) of the stent secx-10-7-40-135 protege rx separated during a procedure. The device was prepped according to the instructions for use with no issues identified. The device was never implanted, and the procedure was completed using a new product. No patient complications have been reported as a result of this event.